Event description:
Customer reported system was displaying a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supply. System operates as intended.